Event description:
The patient did not recieve inappropriate therapies from her ICD. The lead fracture was detected incidentally. She was admitted for failure to thrive. After admission, ICD interrogation was requested by the primary team. Multiple episodes of "noise" on the right ventricular (rv) lead were recorded, consistent with a conductor coil fracture. Therefore, revision of her ICD system and addition of a new rv ICD lead with capping of the fractured lead was performed. The patient outcome was satisfactory.====================== health professional's impression======================the fracture of her right ventricular ICD lead resulted in the patient requiring a surgical procedure to implant a new lead and cap the malfunctioning lead. This surgery would not have otherwise been required.====================== manufacturer response for lead, sprint fidelis======================no response at this time.